Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b5, b6, b7, h6 (patient and device codes). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: anxiety, stress, fear, loss of enjoyment of life. Unknown if the reported anxiety, stress, fear, and loss of enjoyment of life directly are related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant due to thrombosis. Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "fear, stress, anxiety and loss of enjoyment of life", per a computed tomography (CT) abdomen without contrast: "the inferior aspect of the ivc filter is below the level of the renal veins, and the 4 struts all extend outside of the lumen of the ivc". "The 12-o'clock position strut extends beyond the wall for a distance of approximately 12 mm with the tip of the strut in contact with the anterior wall of the ivc. The 3-o'clock position strut extends out of the lumen again by about 12 mm, and the tip is positioned 2 mm medial to the ivc wall. It is not in contact with the adjacent aorta. The 6-o'clock position strut extends beyond the ivc wall by about 12 mm with the tip positioned about 2 mm posterior to the ivc wall and not perforating other structures. The 9-o'clock position strut extends out the wall of the ivc about 14 mm with the tip 3 mm lateral to the ivc wall. The lateral aspect of the strut tip is immediately adjacent to the proximal small bowel, but does not appear to perforate the small bowel".

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegation has been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2001 and, approximately 18 years and 7 months later, it was discovered that all the struts of the filter had perforated the inferior vena cava (ivc) wall. Hospital and medical records have been requested, but not yet provided.